Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer declined meter only strips were sent. Note: manufacturer contacted customer in a follow-up call on 15-apr-2021 to ensure that the initial concern was resolved. Able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 65 and 93mg/dl. Customer also reported complaint for erratic blood glucose test results; actual back to back test results were not provided. The customer¿s expected fasting blood glucose test result range is 120-135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the home office. The test strip lot manufacturer¿s expiration date is 06/22/2022 and test strips were opened three days prior to call. The meter memory was reviewed for previous test result history: (B)(6).